Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was readmitted from home with a worsening driveline infection (onset covered in manufacturer report 2916596-2024-02388) on (B)(6)2025, driveline cultures were positive for methicillin-sensitive staphylococcus aureus (mssa) and the patient presented with worsening driveline discharge. The patient was treated with intravenous antibiotics, which resolved the symptoms, and was discharged (B)(6) 2025 with chronic suppressive keflex (cephalexin). Log files were submitted for review and captured no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 28jan2025 through 05feb2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket) and neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received stating that the patient was admitted on (B)(6) 2025 following a syncopal episode, hit their head, and had a headache 8/10. They also had visual and auditory hallucinations, shortness of breath (sob), edema and worsening driveline discharge (chronic infection with mssa). A head and abdomen computed tomography (CT) were negative. Lactic acid was at 1.2, lactate dehydrogenase (ldh) was at 289, b-type natriuretic peptide (bnp) was at 871, international normalized ratio (inr) was at 1.5, and white blood cell (wbc) was at 8.3. Driveline culture was positive for mssa (same as before). Blood cultures were negative. The patient was treated with vancomycin, piperacillin/tazobactam (zosyn) and cefazolin (home dose of cefadroxil was continued). The patient was readmitted on (B)(6) 2025 for worsening driveline drainage. Again, driveline culture positive for mssa and blood culture negative. CT showed no enhancement or fluid collections along the visualized portions of the left ventricular assist device (lvad). The patient was treated with intravenous cefazolin (ancef) and discharged on cephalexin (keflex) three times a day indefinitely. The patient was also admitted from clinic for purulent driveline drainage and red/irritated skin below driveline insertion site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B3 - date of event: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.